Event description:
The consumer was crossing the street when she allegedly fell, landing on the device and required stitches to her leg.

Manufacturer narrative:
Consumer was reportedly "transgressing" across a street when she fell and impacted the basket on her walker. The consumer reportedly still using the product. No malfunction present. Information indicates accidental fall.